Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had experienced a hypoglycemic episode during cgm's start-up period. Per user's guide, cgm does not generate readings during the start-up period. Pt lost consciousness and started convulsing. Pt's wife called paramedics and pt was hospitalized and released the next day. At the time of his call to dexcom technical support, pt reports that he was feeling tired.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.